Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated she is trying to find out when the device was removed. Patient stated the device got very badly infected several times and they went ahead and took it out and put it back in. Patient said the last time they got septic and they had to be rushed to emergency surgery and the doctor did not want it taken out but she kept begging him. Patient thinks it was a couple years after the doctor who did the surgery removed it but cannot remember the day. Patient mentioned they got sick the first time about 6-8 months after they had the device put in and the second time was a year or so maybe even more after when they finally took the device out. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent directed t o hcp to get the dates of removal. Pt states a hcp in the ER removed the equipment.